Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was evaluated and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. Additionally, during the evaluation, the device's rear enclosure was found to be physically damaged. There were no components replaced. The device was scrapped.